Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported capsular contracture, baker grade IV confirmed via ultrasound and pain in breast. The following reported events have been deemed not device related: "enlarged lymph node, one smaller lymph node left side; a few years ago suspected hodgkin¿s lymphoma, but not confirmed." This record represents the left side. The device remains implanted.

Manufacturer narrative:
(Health effect impact code): f2203. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported "device rupture and accumulation of fluid." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d6b.

Event description:
Patient further reported "enlarged lymph node and one smaller lymph node left side" and "a few years ago suspected hodgkin¿s lymphoma, but not confirmed" which have been deemed not related to the device. It was later confirmed by healthcare professional "capsular contracture baker grade IV." The device has been explanted and replaced.

Event description:
Patient further reported "enlarged lymph node and one smaller lymph node left side" and "a few years ago suspected hodgkin¿s lymphoma, but not confirmed" which have been deemed not related to the device. It was later confirmed by healthcare professional "capsular contracture baker grade IV." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Implanting physician: dr. (B)(6).

Event description:
Patient reported "capsular contraction" baker grade unknown confirmed via ultrasound, "smaller (enlarged) lymph node", pain in breast, and "suspected hodgkin¿s lymphoma¿ deemed not device related. Patient further reported diagnosis of "grade 4 capsular fibrosis". Patient further reported "device rupture and accumulation of fluid diagnosed via ultrasound". Physician confirmed capsular contracture baker grade IV diagnosed intraoperatively. This record represents the left side. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to reason for reoperation: "capsular contraction" diagnosed via ultrasound, baker grade unknown.